Event description:
(B)(4). I had severe pain after placement. I started bleeding immediately after placement. I bled every day until I had the essure removed in (B)(6) 2012. I had severe pain that would start at my ovaries and shoot down to my toes. This pain was daily. The pain would interfere with my sleep and with driving.